Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. Model #: sc-8336-50, lot #: 1091949, description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were slight fever, reddish and inflamed at the pocket site. The patient underwent an explant procedure.